Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: during investigation, the display lens was found to be cracked on the bottom left corner; the display can be seen clearly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen appeared to be cracked on the edge of left side. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.